Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a motor error alarm occurred several times. Customer's blood glucose level was 138 mg/dl. Customer reported that the drive support cap was normal. Customer reported that during battery change noticed that there was oil inside the battery compartment, cleaned it and inserted a new battery. The customer reported that the insulin pump turned on but, during bolus it alarmed motor error. Troubleshooting was performed. The customer was advised to discontinue use of the pump and to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test.